Manufacturer narrative:
The reported event of backup mode, unable to interrogate and premature depletion was confirmed. The device had no telemetry and no output when received. The battery voltage was at end of service (eos). The device was cut open and tested on bench when the depletion in the battery was noted. High current drain was noted. Further testing was performed by separating the header from the case to perform a dye penetration test on the feedthrough component which revealed breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. Because of this finding, abbott is performing further investigation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for a follow-up in clinic, the device could not be interrogated. When the patient presented for explant the following day, it was noted that there was no magnet response from the device. The physician explanted and replaced the device and the patient was stable throughout.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The reported field event of interrogation failure was confirmed in the laboratory. Interrogation of the device revealed end of service battery voltage when received. Visual inspection exhibited delamination of the header between the header and can causing the body fluids to enter the header attachment area. The device was cut opened and tested for further issues. Low impedance measurements were noted due to the entry of body fluids through the delaminated area causing shorting between feed through pins. The cause of reported event may have been due to a manufacturing anomaly. As a result of this finding, abbott is performing further investigation.